Manufacturer narrative:
The reported event of delayed time to alarm for occlusion file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported a delay in the syringe module alarming for an occlusion during infusion of half normal saline. The rn had the stop cock turned off and after two hours, the pump had not alarmed. The customer was able to replicate the issue by programing fentanyl at 0.38 ml/hr; it took 3 hours and 15 minutes to alarm for an occlusion. It is unknown if this was the same medication and rate involved in the patient event. There was no patient harm reported.